Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently initiated a rewind sequence on the ilet while connected, after which the device indicated no insulin remained despite approximately 100 units in the cartridge, and blood glucose rose to 348 mg/dl for about 1 hour 30 minutes until the user¿s caregiver performed the proper fill tubing procedure and resumed insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included stabilization of blood glucose back to target without backup therapy, medical intervention, or ketone testing. Investigation included troubleshooting and education, with guidance to disconnect from the infusion site and perform fill tubing until drops were observed before resuming delivery. Investigation of this case revealed user-initiated rewind while connected and resolution after completing the correct priming sequence. It was concluded that the device functioned as designed and that user education mitigated the issue.